Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department and no product performance issues were identified. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event.

Event description:
On 10/9/23 a beta bionics clinical diabetes specialist (cds) reported she received a text from an ilet patient who went into diabetic ketoacidosis (dka) and was hospitalized. The patient reported he did not connect his infusion set correctly leading to a bent cannula under the skin. The patient's blood glucose (bg) was 400 mg/dl. The patient was given insulin at the hospital. The patient was admitted to the hospital on (B)(6) 2023 and released from the hospital on (B)(6) 3023. The cds notified the patient's healthcare provider. The patient was previously on a tubed pump, so he was not nervous during training about the infusion set. The patient is now going to watch the infusion set training videos on friday (B)(6) 2023. The patient is back using the ilet.